Event description:
The customer reported that his olympus hd camera head was producing an upside-down image during preparation for a therapeutic procedure. According to the initial reporter, the intended procedure was completed without patient harm by using another device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was presenting upside-down. Additionally, the scope mount was found burned. The cable was flooded and had scratching present. The scope mount lens was also cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and corrections to e1, h4, and the device evaluation. Please see updates to e1, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the scope mount was found burned. The cable was flooded and had scratching present. The scope mount lens was also cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device is designed to fix the position of the endoscope image by rotating the main body. Based on the results of the investigation, it¿s likely the image became temporarily upside down because the main body was rotated during use. As a result, the final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿main body: the image sensor (charged coupled device), that converts the endoscopic image into electrical signals, is located here. This portion of the camera head controls the rotation of the endoscopic image.¿ olympus will continue to monitor field performance for this device.